Event description:
Customer reported via phone call to have received no delivery alarms. Customer reported of having high blood glucose but could not remember blood glucose amount. Customer treated with manual injection. Customer then experienced low blood glucose due to over correcting manual injections due to high blood glucose. During troubleshooting, there was a small air bubble in infusion tube. After troubleshooting, customer was advised to contact healthcare professional regarding settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.